Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
The customer reports continued experiences of "dull blade" with this knife. No pt impact was reported. Add'l info was requested.